Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant had been dead for almost a year and he was unable to charge. The patient stated he stopped using the implant because it hadn¿t worked right since it was implanted. The patient noted when he traveled he forgot to take the recharger with him so the battery went dead. Troubleshooting reviewed the possibility of an overdischarge and directed the patient to their healthcare provider. The patient was scheduled for an MRI and mentioned that he was scheduled for an implant replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient.it was reported that no steps have been taken yet to resolve the dead battery. There were no further complications reported or anticipated.